Manufacturer narrative:
The lot number is unknown and the complaint product was not returned for evaluation. A historical complaint data and trends related to serious adverse events (saes) was performed and no adverse trends were identified. The root cause could not be determined.

Manufacturer narrative:
The product was not returned for evaluation and the lot number was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a patient posted on an optician's (B)(6) that one of the lenses was broken. The optician advised the patient to go back to the optical store but the patient did not go. There was no further news until the patient made these (B)(6) posts. The optician contacted the patient and it was agreed that more information would be posted on the (B)(6) page. The first (B)(6) post was made by a friend of the patient. It stated that her friend had a broken lens (cause of broken lens unspecified) and she needed a new cornea as a result. The second (B)(6) post was made by the patient. It stated that the optician did not care to publish the article she left on their website so that people do not learn of what happened to her. She stated that she received two corneal transplants due to the break of a contact lens. She also stated that she has medical reports to prove it. Additional information received on 05/27/2016 from the patient stated that she bought the lenses 9 months ago in the summer. After 10 days using the lenses, she realized that they were broken. The patient called the optical store to notify them, and she went in to "review the case." It turns out that the patient did not go to the optical store, and instead, 9 months later wrote the complaint on (B)(6). It was also noted that the patient is a (B)(6) year old female, who has "sensible eyes" and hypermetropia. The patient was hospitalized and had two corneal transplants in the right eye. The patient also lost an unspecified amount of vision. The ophthalmologist told the patient that the issue could be caused by a strong bump on the lenses. Additional information has been requested but not yet received.